Manufacturer narrative:
G4: 07oct2019; b4: 08oct2019. The field service engineer evaluated the device and confirmed touchscreen failure. The fse replaced the touchscreen assembly. The issue functioned properly following repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd by MFR: 25nov2019. Touchscreen assembly was received for evaluation. There were no signs of damage or contamination during the time of the event. After testing, it was determined that the failure was caused by the measured resistance being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.